Event description:
While performing a bronchoscopy with needle biopsy aspirator, the tip of the needle aspirator broke off into the patient's paratracheal area. The needle and 7 inches of aspirator tube was retrieved by the physician. All places were retrieved with no problems noted to patient.